Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 408mg/dl. The customer treated with the pump. The customer received no delivery alarm during basal/bolus/fixed prime. The customer was assisted with performing 5.0 unit fixed prime and insulin did exit. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.